Event description:
It was reported that the patient advised some of the intermittent catheters, about 5-8 in each box, over the last 6 months or so had caused some bleeding. It was asked if they looked any different visually, but they said they did not really look before using them. Some lubricants did not look like it was activating and some antibiotics were required due to infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.